Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 23.8 cm from the distal tip. The catheter appears to have ruptured due to catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded". Results: catheter rupture.

Event description:
It was reported the catheter split. No patient injury reported.